Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedence reading (dc-dc code unknown, output status limit), indicating possible device malfunction. Because it is not known whether the elective replacement indicator was yes or no, it is not known whether the original generator had reached end of service. The pt underwent generator replacement surgery, after which device diagnostic testing at office visit again resulted in high lead impedance reading, indicating a potential problem with the original lead. The elective replacement indicator was no, indicating that the replacement generator had not reached end of service.